Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that last night before bed, her blood glucose was 400 mg/dl after changing the infusion set. Customer's blood glucose was 300 mg/dl at the time of the incident. Customer's current blood glucose is 296 mg/dl. Customer reported symptoms of high blood glucose such as feeling thirsty, shaky, dizzy, and tired. Customer stated that she just changed the infusion set due to a no delivery alarm. Customer declined to check for possible site or insulin issues. Customer was unable to perform the high pressure test and was advised to do a complete set change.